Manufacturer narrative:
The refeence (B)(4) has been allocated to this case by rayner. The event description provided states that the lens tore during injection into the capsular bag. The lens was explanted from the eye during the original surgery session. The device was retained and returned to rayner for evaluation. The device was retained and returned. Device inspection was completed on 02-sep-2023. The lens was inspected under x10 magnification and a piece of the outer edge of the optic was observed to have broken off. Haptic detachment was also observed. Due to the damaged nature in which the device was returned no testing of the product was possible. While product inspection confirms the event as reported, it is not possible to establish the root cause of the event in this case. Our review of production records for the rayone aspheric rao600c batch 023209005 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 023209005.

Event description:
On 18th august 2023, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lns tore when it was injected into the capsular bag.